Event description:
It was reported that the tubing had been found broken approximately 6 inches below the connection closest to the port, and chemotherapy had been observed leaking from the site. The pump had been powered off, and the clamp nearest the port had been closed. Chemotherapy spill instructions had been reviewed, and the patient had been advised to call the physician clinic immediately per sfi. It had been reported by the chemotherapy nurse that the leak was located a couple of inches away from where the tubing had been attached to the pump. There was no injury. The medication had been 5-fu. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - MFR establishment name: updated. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.